Event description:
It was reported that lab investigations did not suggest significant hemolysis. Conservative treatment in view of the patient¿s transient episode was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained events and data from 18may2023 through 25may2023, per the timestamps. Minor elevations in pump power and estimated flow were observed between on (B)(6) 2023. It should be noted that these elevations were transient in nature and the majority were captured during pulsatility index (pi) events. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account indicated that the cause of the elevated pump power and flow was unknown; however, the parameters stabilized after on (B)(6) 2023. The patient was reportedly asymptomatic and lab investigations did not suggest significant hemolysis. The patient was advised to monitor and report if there were any further abnormal parameters. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. E, is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii lvas. The IFU also addresses all pump parameters including pump power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In reference to pi, the IFU states that pi calculation represents cardiac pulsatility and in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility, and lower values indicate less ventricular filling and lower pulsatility. In addition, pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Furthermore, the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated power and flow elevations between (B)(6) 2023 and (B)(6) 2023. The power/flow values have stabilized and the patient was asymptomatic. Patient had a conservative intraventricular obstruction transient episode. The patient was advised to monitor & report if there was any further abnormal parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.